Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported during an in clinic follow-up, the implantable cardioverter defibrillator (ICD) was found in back up mode due to a hardware reset with no back-up defibrillation option (bdfo) available. No intervention was performed. The patient was in stable condition.

Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, the implantable cardioverter defibrillator (ICD) was found in back up mode due to a hardware reset with no back-up defibrillation option (bdfo) available. The ICD was ultimately not used. The patient was in stable condition.

Manufacturer narrative:
B5 should indicate that the event was noted prior to procedure and the implantable cardioverter defibrillator (ICD) was ultimately not used, g2 should also have "distributor" selected and h6 should be "4632- prolonged surgery" for health effect- impact code.